Event description:
Impedance >2500 ohms was reported. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the data provided. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. The analysis of the provided trend data, acquired between 25th of november 2024 and 25th of november 2025 recorded an initial ra pacing impedance of 550 ohms with an abrupt increase to >2,500 ohms since august 2025. Furthermore, a rv pacing impedance of initially 800 ohms with an abrupt increase to >2,500 ohms towards the end of the recordings was recorded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.